Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During asnis3 extract surgery, the surgeon used the extractor. When the extractor was inserted in screw, the tip of the extractor broke. The surgeon used another device and extracted the screw.

Manufacturer narrative:
The reported event that the tip of the extractor broke could be confirmed since the returned device is matching the reported failure. Based on investigation, the root cause of the determined event was attributed to a user related issue. The breakage was caused by the user. The extractor is representing a possible option of the removal of a damaged asnis iii 4mm cannulated screw. As the geometrical condition of a damaged screw cannot be for seen it cannot be guaranteed that the removal is possible with the extractor. Therefore other options for removal are represented in the implant extraction system, module 1 (ref (B)(4)) and module 2 (ref (B)(4)), indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
During asnis3 extract surgery, the surgeon used the extractor. When the extractor was inserted in screw, the tip of the extractor broke. The surgeon used another device and extracted the screw.